Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16860, 1627487-2021-16861, 1627487-2021-16862 it was reported three (right t10 and both t12 leads) of the patient's four leads migrated. The migration was confirmed by x-ray. Surgical intervention took place in which the leads were explanted and replaced to address the issue. Effective therapy was established post-operatively. Note: it is unknown which leads had migrated therefore all 4 leads are being reported.